Event description:
It was reported that there was grease on the bottom of attachment during cleaning. There was no pt involvement and no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer for an investigation. A sample was taken for testing. The investigation is ongoing and this report will be updated if additional info requires.